Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The devices were returned for visual inspection and the event was confirmed. Screw heads broke off. The measurable dimensions of the screw remainders were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers was not possible as the lot number was not provided. The microscopic view has shown that the fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. Conclusion- no product fault could be detected. Based on the complaint description we are not able to determine the exact cause of this occurrence. The appearance of the fracture face and the visible deformations from the screwdriver in the cruciform recess let us assume that a mechanical overload, for example by an excessive contact with the plate or an exceptional hard bone, caused the breakage of these screws. However, we are unable to give a conclusive statement regarding a possible failure reason and currently the complaint condition is due to an unknown cause.

Event description:
It was reported that during the clamping of the screw, the screws broke. The thread remained in the patients skull and the screw head on the screwdriver. No further information was provided. This is report 1 of 3 for complaint (B)(4).